Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the prosthesis stopped working and the pump did not refill. The ipp cylinder and pump was explanted and replaced with a new ipp cylinder and pump and the reservoir remains implanted. During the procedure the physician observed tubing break above the pump. The physician concluded that there must be a leak in the system. The patient is expected to fully recover.